Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and verified that the system cannot make exposure. After reviewing log file, fse found the fdc self-adjust failed. Fse redownloaded the fdc software. After downloading of software was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that exposure was intermittently not working. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.